Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because no device was returned, no investigation could be completed, however, based on the information provided, it appears that the pump may have experienced a reportable malfunction. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that the pump would not start up. They also stated that the pump would "shut off at random times" with no alarm. Mmdg did follow up with the initial reporter who stated that the patient did not have any adverse effects due to the complaint. They did not provide any additional information. (B)(4).